Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance high out of range. The device remains in service. No additional information is available at the moment. No adverse patient effects were reported.